Manufacturer narrative:
(B)(4).

Event description:
It was reported oversensing signals were observed on the electrograms. The right ventricular lead was suspected to be damaged. Lead replacing was recommended. The physician wants to just monitor the patient. No action was completed at the moment. No further information is available.